Event description:
Resmed air fit magnet problems. FDA already issued warnings or recalls on resmed headgear with magnets. (B)(6) 2024 I got my first CPAP machine resmed 10 via a dme in my neurologist office. I reported magnets interacting with metal in my mouth or my 3 disc cervical fusion many many times but my concerns were totally ignored as they only provided resmed headgear. Magnet problems continue with the airfit n20, airfit f40 and airfit f20. I returned the machine and went with a new dme on (B)(6) 2024 hoping for help. Resmed has no way to talk to a human concerning magnet problems even though some are listed but are only advertising for other things. My new dme said today they never got any notification about the FDA info that I found today and printed out dated 1-22-2024. What do I do??? Magnets cause cheeks to puff and major blowouts on seal of cushions. Reference reports mw5158497, mw5158499, mw5158500.